Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that one reload was fully fired and one reload was pre-fired and engaged in interlock. The jaws of both reloads were open. There were staples protruding from proximal staple cartridge channel of the pre-fired reload. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the pre-fired reload was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the stapler was not able to fire and there were non functional reloads. There was no patient involvement.